Event description:
This supplement report is being submitted to capture the updates event of description. A needle was used to puncture a pancreas neoplasm. After the puncture, the stylet removal was very difficult (it was stuck). After removing the needle and trying to reintroduce the stylet, it was not possible to introduce it completely. After exposure of the needle, it was identified that the tip was broken and separated from the rest of the needle. A section of the device did not remain inside the patient¿s body. The patient did require additional procedures due to this occurrence. As per the customer complaint form: "the initial procedure had to be repeated." According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Supplemental follow-up is being submitted since answers to additional questions received on 07-dec-2021: 1. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Patient end 2. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Pancreas a. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. 3. Please describe the size of the intended target site. Not informed 4. If not with the device in question, how was the procedure performed and/or finished? New needle used. 5. Was the device used in a tortuous position? No 6. Are images of the device or procedure available? Yes 7. Was it damaged in packaging before removal? No 8. Was it damaged on removal from packaging? No 9. Was force required to remove the device? No for complaints occurring during use (once in contact with endoscope) also ask: 10. What is the endoscope manufacturer and model number that was used? 11. Was the scope recently serviced / repaired? Yes 12. Was force required on insertion of device into scope? No 13. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? . On advancement of the sheath, in the second puncture. 14. What is the endoscope manufacturer and model number that was used with this device? Olympus 15. Was difficulty experienced while retracting the needle? No 16. Was the needle able to be fully retracted before removing from the patient? Yes 17. Was gaining access to the targeted site difficult? No 18. Was the endoscope in a flexed or twisted position at any time during the procedure? Standard d1 position 19. Was needle penetration of the targeted site difficult? No 20. Was the stylet fully in place inside the needle when advancing into the targeted site? Yes 21. Was the stylet partially removed prior to advancement of needle? No 22. How many biopsies/passes were obtained with use of this needle? Problem occurred in the second pass 23. Did any section of the device detach inside the patient? No 24. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? No, after malfunction in the second pass 25. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? Yes 26. Was there difficulty in attachment / detachment of the leur to the scope? No 27. If the device is procore and it is kinked distally, is the kink at the notch / core trap? N/a.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted once the investigation is concluded.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions on the (B)(6) 2022.

Manufacturer narrative:
Device evaluation: complaint device was not returned therefore a document based review will be performed. Lab evaluation: n/a. Document review including IFU review: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-19 of lot number c1640030did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1640030. The notes section of the instructions for use, ifu0101-1 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101-1). Image review: n/a. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the needle being inserted into a hard lesion resulting in the distal needle break. Another possible root cause could be attributed to the device potentially having been damaged in packaging or potentially damaged on removal of the device from the packaging or damage on insertion into the scope resulting in the needle tip breaking. Summary: complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
A needle was used to puncture a pancreas neoplasm. After the puncture, the stylet removal was very difficult (it was stuck). After removing the needle and trying to reintroduce the stylet, it was not possible to introduce it completely. After exposure of the needle, it was identified that the tip was broken and separated from the rest of the needle. A section of the device did not remain inside the patient¿s body. The patient did require additional procedures due to this occurrence. As per the customer complaint form: "the initial procedure had to be repeated." According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.